Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the anchor couldn't be implanted into the patient's burr hole and the tip of the inserter was fractured during use. Subsequently, the fractured piece was retained within the patient's body. The surgeon made an additional burr hole and used a similar back-up product to complete the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available visual examination of the returned product identified the prong of the inserter tip has fractured. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event was confirmed through product return. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.